Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100509 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 11/oct/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incarcerated incisional hernia¿ surgery and was implanted with a strattice device lot sp100509 on (B)(6) 2017. The patient underwent an ¿I & d of abdominal wound with debridement of skin & subcutaneous tissue¿ on (B)(6) 2018. The patient also underwent ¿robotic repair of recurrent incarcerated incisional hernia with extensive adhesiolysis¿ on (B)(6) 2020. A non-abbvie device was implanted. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿wore an uncomfortable abdominal binder.¿ patient ¿had lifting restrictions.¿ patient ¿ has had to adjust [their] physical activities and is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿has difficulty performing such tasks as walking up and down stairs, grocery shopping and cleaning [their] house.¿ patient¿s ¿stomach is scarred & disfigured, causing [them] embarrassment.¿ the form lists the conditions that were treated were ¿exploratory laparotomy, adhesiolysis, colostomy, repair of incarcerated incisional hernia with biologic mesh¿ between (B)(6) 2017. The patient also received treatment for ¿post-op abdominal wall fluid collection; abdominal wall abscess (drained)¿ between (B)(6) 2017. The patient was next treated for ¿abdominal incision draining, purulent drainage from wound; surgical wound infection¿ on or about 04/feb/2018. The patient was next treated for ¿I & d of abdominal wound with debridement of skin & subcutaneous tissue; all purulent fluid was removed completely, appeared abscess was above fascial layer where biological mesh had been implanted back in summer¿ on or about 20/feb/2018. The patient received a ¿CT abd/pel: possible constricting lesion in proximal sigmoid distal descending colon & fatcontaining umbilical hernia; robotic repair of recurrent incisional hernia with extensive adhesiolysis¿ between (B)(6) 2020. The patient was treated for ¿abdominal pain¿ in 2024. The patient received ¿primary care, hernia symptoms, abdominal pain¿ from approximately 2017 to present. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿covidien symbotex, lot #ptj3156x¿on (B)(6) 2020. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.